Manufacturer narrative:
The reported events of failure to capture, no i2i throughput, failure to sense, extra cardiac stimulation and post-op dislodgement could not be confirmed. Visual inspection showed that the outer and inner helix lengths were within specification. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution. No anomaly was noted; the device passed all tests. A ventricular aveir device was paired and i2i connection was evaluated. No anomalies were seen in communication and pairing. Further analysis was performed, including output/capture verification and sensitivity, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. Following the procedure, during post-op interrogation, it was noted that the atrial leadless pacemaker (lp) exhibited failure to capture and failure to sense, low pacing impedance and no i2i throughput. It was then noted that the lp exhibited extra cardiac stimulation. A chest x-ray was performed and revealed the lp dislodged in the pulmonary artery. The lp was successfully retrieved, explanted and replaced. The patient was in stable condition.